Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with elevated blood glucose (bg) levels that were over 600 mg/dl and diabetic ketoacidosis. Customer bg level was addressed by receiving nausea medicine, insulin drip, and nutrients. Customer was released from the hospital with no permanent damage.